Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery test failed alarm. The customer blood glucose level was unknown. The customer stated that the insulin pump had minor scuffs on screen and re-occurring rainbow effect on screen. The customer stated that the insulin pump has declined battery life and rejected new batteries. Customer states the unexplained no delivery alarms during the priming process. The customer was not assisted with troubleshooting. The device will not be returned for analysis.